Manufacturer narrative:
Patient age/date of birth, gender and weight are unknown. Date of event: unknown. This report is for an unknown radial stem/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Device was not able to be explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a hardware removal procedure on (B)(6) 2018 a radial stem was unable to be removed, due to bony ingrowth. Bony ingrowth was something the doctor was aware may happen due to the nature of the device. There was no reported surgical delay. The patient was reported to be in stable condition following the procedure. There are no plans to go back in and removed the steam; it will remain in the patient. Reported concomitant devices: radial head (part/lot: unknown, quantity 1). The need for the removal procedure is being captured under related complaint (B)(4). This report is for an unknown radial stem. This is report 1 of 1 for (B)(4).